Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 05/22/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. The product was inspected by a qualified inspector using a microscope with 12x magnification. It can be seen that the lens is damaged on the posterior side of the optic. No other anomalies were identified. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, as information was not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a spot on a zct225 16.5 diopter intraocular lens (iol) while loading. There was no patient contact. No additional information was provided to johnson & johnson surgical vision.